Event description:
Account states the 7mm round jackson pratt wound drain was placed to left hip during irrigation and debridement of septic arthritis. Portion of tubing broke off at removal. No problems noted. Small piece removed in physician office.